Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A loss of capture was noted on the right ventricular (rv) lead due to dislodgement. The physician elected to turn the rv pacing off and no further intervention was performed at this time. The patient was stable with no adverse consequences. Additional information was requested but not received.